Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. The technical support team provided the customer with instructions to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further issues occurred.